Manufacturer narrative:
The pump was returned with the driveline severed approximately 13 inches from the pump housing and the remainder of the driveline was returned in one segment. Examination of the outer silicone sleeve and clear bionate layers of both returned portions of the driveline did not reveal any evidence of damage; however, significant breakdown of the metal braided shield was observed near the driveline exit site, approximately 11-14 inches from the nipple of the pump housing. The remainder of the metal braided shield appeared unremarkable. Upon removal of the clear bionate layer, a complete fracture of the yellow wire was identified near the driveline exit site, approximately 13.25 inches from the nipple of the pump housing. The fractured ends of the yellow wire conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the driveline in this area. Electrical continuity testing of both returned portions of the driveline did not reveal any discontinuities in the other wires. Microscopic inspection and high potential testing of the remainder of the returned driveline segments revealed no additional wire damage. If the exposed conductors of the compromised yellow wire made contact with the metal braided shield while the system was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed events and pump stoppage confirmed through the data recorded in the submitted system controller log file. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of returned device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Please reference medwatch MFR #2916596-2016-02027 for the previously reported information regarding pump stoppage and driveline compromise. The patient had utilized an ungrounded cable since that time. The event was coded for pump stoppage and damage to the driveline. No additional pump stoppages or further driveline damage was reported. The lvad was exchanged for precautionary reasons associated with MFR #2916596-2016-02027. The patient age was not provided. (B)(4). Approximate age of device ¿ 2 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 5 months post implant, the patient underwent a pump exchange as a precaution after the patient had been utilizing a non-grounded power module patient cable for approximately 7 months. No additional information was provided.